Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains"), device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("heavy bleeding") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menstrual cramp, headache and migraine. Concurrent conditions included menometrorrhagia, kidney stones, migraine, recurrent urinary tract infection and gastrooesophageal reflux. On (B)(6) 2010, the patient had essure inserted. In september 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In november 2010, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain/pain") and abdominal pain ("abdominal cramps/abdominal pain/pain"). In december 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In march 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, 5 years after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and bladder disorder ("bladder disorder"). The patient was hospitalized from 16-sep-2015 to 20-sep-2015. The patient was treated with sumatriptan (imitrex), tramadol, surgery (hysterectomy fuland laparoscopic removal of fallopian tubes and essure bilaterally/removal of cervix) and surgery (hysterectomy( full) and removal of cervix). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, headache, dysmenorrhoea, dyspareunia and bladder disorder outcome was unknown, the back pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the migraine was resolving. The reporter considered abdominal pain, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 13-sep-2010: she tolerated the procedure well.number of proximal coils: 6 on left cornua and 6 on right cornua. She was admitted on 16-sep-2015 and discharged on 20-sep-2015. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: nonobstructing renal stone ultrasound pelvis - on an unknown date: normal-appearing uterus and adnexa on 17-feb-2015, pathology diagnosis/clinical information: pelvic pain; abdominal pain; intractable procedure/source: abdominal hysterectomy within the uterus are two silver colored coiled wires, each 2.3 x 0.2 cm. One wire is within the right cornu and one wire is within the left cornu. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, abdominal pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet, medical records received : reporter added,case became medically confirmed "yes", patient demographic details added,product start and stop date updated,event onset date added,treatment drug added,event was added- vaginal bleeding, menorrhagia, migraines ,headaches,migration of essure device location of device: uterus, dysmenorrhea, bladder disorder.patinet was hospitalized on 16-sep-2015 to 20-sep-2015.event outcome added- abnormal bleeding and pain has recovered / resolved, migraines was recovering / resolving. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains"), device expulsion ("migration of essure device location of device: uterus") and genital haemorrhage ("heavy bleeding") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menstrual cramps and headache. Concurrent conditions included menometrorrhagia, kidney stones, migraine, recurrent urinary tract infection and gastrooesophageal reflux. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain/pain"), abdominal pain ("abdominal cramps/abdominal pain/pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, 5 years after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced bladder disorder ("bladder disorder"). The patient was hospitalized from (B)(6) 2015. The patient was treated with sumatriptan (imitrex), tramadol and surgery (hysterectomy fuland laparoscopic removal of fallopian tubes and essure bilaterally/removal of cervix). Essure was removed on (B)(6) -2015. At the time of the report, the pelvic pain, back pain, abdominal pain, vaginal haemorrhage, menorrhagia, headache, dysmenorrhoea and dyspareunia had resolved, the device expulsion, genital haemorrhage and bladder disorder outcome was unknown and the migraine was resolving. The reporter considered abdominal pain, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2010: she tolerated the procedure well. Number of proximal coils: 6 on left cornua and 6 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: nonobstructing renal stone hysterosalpingogram - on an unknown date: total bilateral occlusion ultrasound pelvis - on an unknown date: normal-appearing uterus and adnexa on (B)(6) 2015, pathology diagnosis/clinical information: pelvic pain; abdominal pain; intractable procedure/source: abdominal hysterectomy within the uterus are two silver colored coiled wires, each 2.3 x 0.2 cm. One wire is within the right cornu and one wire is within the left cornu. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, abdominal pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 13-aug-2018: outcomes for the events dyspareunia and dysmenorrhea were updated. Lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 16-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain and heavy bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Coils were removed approximately 5 years after insertion. Pelvic pain and changes in bleeding pattern, including severe and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (device removal). According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pains") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient started essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain") and abdominal pain ("abdominal cramps"). The patient was treated with surgery (hysterectomy and laparoscopic removal of fallopian tubes and essure bilaterally in 2015). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, back pain and abdominal pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, back pain and abdominal pain to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain and heavy bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Coils were removed approximately 5 years after insertion. Pelvic pain and changes in bleeding pattern, including severe and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (device removal). A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.